Manufacturer narrative:
Model # updated. Product brand name updated. Contact office updated. Investigation results are unchanged.

Event description:
It was reported to philips that the device has a dpm hardware failure. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.